Event description:
This is a reportable event because the patient received medication for intervention (hydroquinone) after experiencing hyperpigmentation (expected side effect) from laser treatment.

Manufacturer narrative:
Treatment parameters were not within guidelines, but patient is healing from the hyperpigmentation issue. Since user error was involved in the treatment, a service evaluation of the laser was not required. This is reportable because the patient was prescribed hydroquinone as an intervention medication. Service evaluation not required.